Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc. (Establishment), which markets the devices in the u.s.

Event description:
It was reported that the patient complained of pain (hip). A revision was done and it was observed that the patient had a loose acetabular component with articulate debris in the area of the prosthetic bone surface. The debris resembled fragment bone.